Event description:
Discordant advia centaur troponin and bnp results were obtained. The results that were initially reported had signal errors and the qc data for troponin was out of range. The results were reported to the physician(s). The samples were retested on a different advia centaur system, and corrected reports were issued. It was reported that one pt was admitted to the hospital due to an elevated troponin result. There are no known reports of adverse health consequences due to pt hospitalization. There was no patient intervention or report of adverse health consequences due to the discordant bnp results.

Manufacturer narrative:
Customer called complaining of signal errors and out of range qc results. A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin and bnp results was due to bleach solution found in the wash 1 container. The fse replaced bleach valves for water lines. Primed water lines until no bleach left. Primed wash 1 lines until no bleach left and ran qc to verify system performance. The instrument is performing within specifications. No further evaluation of the device is required.